Event description:
It was further reported that during the ptca/stenting treatment procedure involving a lesion in the somewhat tortuous lad coronary artery, the adante balloon was used to predilate the lesion to implant a stent. The patient was asymptomatic during this event. The adante balloon was removed and replaced with another adante balloon catheter to successfully complete the procedure. A tgv guidewire (size unknown) and a brite-tip guide catheter (size unknown) and a brite-tip guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown.

Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the proximal portion of the lad coronary artery, the f/g adante balloon was suspected to have ruptured at 4 atm's on the initial inflation. Patient status is reported as 'good'.